Event description:
It was reported that the device did not deploy. No patient injury was reported. It is unknown if there was a procedure delay or back up device. Additional information was received and was confirmed that a simultaneous deployment occurred.

Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device returned. T1, t2 and suture were not returned with the delivery needle. The depth limiter is attached. This delivery needle shows no visible damaged although the device no longer cycled or retracted fully. Inadvertent flexing and twisting can affect the device encouraging or deterring release of anchors but not have permanent damage to the needle. No root cause was confirmed. There are no other complaints for this lot. Occurrences are monitored through surveillance.